Manufacturer narrative:
Possible root causes of suspected false positive results discovered through (B)(6) website review are following: complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU) inadequate sample collection (excess blood or mucus on swab). Interpreting result after 15 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Complainant might not use the test in accordance with its intended use. Single test for asymptomatic patient. Inadequate serial testing for asymptomatic patient. 2% of false positive results are expected based on performance characteristics claimed for this test (98% npa). Additional test that complainant performed at (B)(6) might yield false negative results, especially antigen test. Viral titer of covid-19 may be decreased when complainant tested for covid-19 using other brand of kits at (B)(6). In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes, but this would be difficult due to given limited information available and inability of access bio to investigate facts and circumstances.

Event description:
Complainant left a review on (B)(6) website concerning potential false positive result of carestart covid-19 antigen home test. The comment was "result came back positive we then tested at b)(6) to make sure test was accurate and results came back negative. Do not recommend.". No adverse patient effects were reported.